Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing. The patient is not pacemaker dependent. The device was reprogrammed to ddd mode with rv only pacing. A revision procedure is planned but not yet scheduled. No adverse patient effects were reported.